Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported slda appears to be related to patient conditions and due to prolapsed and flailed posterior leaflet). Image resolution poor was related to patient and procedural conditions as imaging was reported to be impaired due to a rotated heart and artifacts. Mitral valve insufficiency/regurgitation (mr) resulting in dyspnea appears to be due to the slda. Dyspnea and mitral regurgitation are known possible complications associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report an slda, hypoxia, recurrent mr, intervention, and prolonged hospitalization. It was reported that on (B)(6) 2023, a patient presented with grade 4 degenerative mitral regurgitation (mr), dilated left atrium, and a rotated heart. During a mitraclip procedure, imaging was noted to be impaired due to a rotated heart and artifacts. An xtw clip was implanted. The mr was reduced to grade 1-2. On (B)(6) 2023, a controlled transesophageal echocardiogram (tee) was performed. A single leaflet device attachment (slda) was observed, and the clip was detached from the posterior leaflet. The patient was symptomatic with recurrent mr at grade 4, dyspnea, and low oxygen levels. On (B)(6) 2019, a second clip intervention was performed. The slda was stabilized with an additional clip. The mr was reduced to grade 2. The physician does not know why the slda occurred. There were no adverse patient sequelae. No additional information was provided.